Event description:
A leveen coaccess electrode system was used duing a radio frequency ablation procedure in 2008. According to the complainant, "the needle was used with a plastic needle guide for rfa. The insulation was peelded off at the insertion." The procedure was completed with this device. No pt complications were reported as a result of this event, and the pt's condition was reported as "good" following the procedure.

Manufacturer narrative:
Visual examination of the returned device confirmed that the introducer insulation was damaged and portions were missing. No visual defects were observed with the electrode. The metal electrode was exposed in one of the damaged insulation areas (see figure 1, page 3). A functional eval of the electrode revealed that it actuated without issue, and was electrically conductive. A likely root cause of the event is that the device was bent during insertion with a needle guide which damaged the introducer insulation. The device history record of the reported lot was reviewed; no anomalies were noted. A review of the complaint database did not reveal any add'l complaints reported for the same lot.